Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had a poor storage. Note: manufacturer attempted to obtain additional information and did 4 follow-up calls in an effort to ensure the customers health condition, about the replacement products and outcome after doctor's visit, but unable to establish contact with customer. Total of 3 complaints for the same customer as she informed us she has numerous meters to test and need to have a meter available for testing when is not at home.

Event description:
Consumer complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 60 to 90 mg/dl and non-fasting is 90 to 120 mg/dl. The customer states she is a gestational diabetic, diet controlled. She is at 30 weeks gestation, and has been using the trueresult blood glucose meter (bgm) since 11 weeks gestation. She is not type 1 or type 2 diabetic, but had gestational diabetes with a previous pregnancy as well. She has numerous meters, as she keeps at least one on the kitchen table, so that she remembers to test around meal times. She keeps another in her purse, as she is a home health aide, and is in and out of the car frequently for work. Therefore she needs to have a meter available for testing when not at home. Storage of her meters and strips was discussed, including keeping all supplies out of humid areas such as the bathroom or cooking areas. On saturday (B)(6) 2016, she became concerned about her blood glucose results, as the meter was reading lower than she expected, based on her history and how she was feeling. The results were 47 mg/dl with one meter, 56 mg/dl with another. She went to the hospital and was tested there with a result in the 80'smg/dl. They compared a result at the same time to her meter, and it was 37mg/dl lower than the hospital result. They had control solution there for the trueresult, and they used controls 1 and 3 on her meter, both solutions tested within range. Upon discharge, her blood glucose was between 90 and 113 mg/dl. She purchased a kroger meter after this and has been using it since, with higher results than she was getting with the trueresult. Her estimates as to the differences are as follows: after meals with true result she was getting 125/127 mg/dl. With the kroger meter she is getting 140's/150's mg/dl and one 160 mg/dl result. She was unsure of the model/brand of the kroger meter. The test strip lot # requested but not provided. The results from the meter memory were requested but not provided.